Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received with and intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It is reported that the customer's insulin pump alarmed button error. Customer stated while removing battery from insulin pump in an attempt to resolve issue, battery our limit was received. Customer treated with manual injection. The blood glucose reading was 118mg/dl. No additional information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.